Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 1991. On (B)(6) 2010, a pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2010, liver function tests were performed and recorded. On (B)(6) 2010, no symptoms were noted on the baseline biliary obstructive symptoms assessment. A sphincterotomy was performed prior to this procedure, but not during procedure, as the stricture had been previously dilated with one plastic stent. The previously placed plastic stent was removed prior to study stent placement. The 10 mm x 400 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient, and was discharged on (B)(6) 2010. According to the complainant, on (B)(6) 2011, the patient underwent a pre-study stent removal cholangiogram which revealed a 'proximal stent migration with the distal end of the stent resting right above the sphincterotomy. Stent was functioning and there were no signs of ingrowth'. On (B)(6) 2011, removal with forceps was attempted as usual but the stent deformed "like an accordion" and twisted, and it was impossible to remove. The physician then stopped the removal attempt. A wire could not be passed through the stent, so the physician inserted a wire on the side of the stent and dilated with a balloon. The stent then regained most of its original shape, and 4 plastic stents were inserted inside the stent to obtain decubitus. Removal of all 5 stents is planned for 1 month after the original attempt. The study site stated that a "possible explanation for the above described event is that there is an overgrowth not visible on imaging." There were no patient issues after the attempted stent removal procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 1991. On (B)(6) 2010, a pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2010, liver function tests were performed and recorded. On (B)(6) 2010, no symptoms were noted on the baseline biliary obstructive symptoms assessment. A sphincterotomy was performed prior to this procedure, but not during procedure, as the stricture had been previously dilated with one plastic stent. The previously placed plastic stent was removed prior to study stent placement. The 10 mm x 400 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient, and was discharged on (B)(6) 2010. According to the complainant, on (B)(6) 2011, the patient underwent a pre-study stent removal cholangiogram which revealed a "proximal stent migration with the distal end of the stent resting right above the sphincterotomy. Stent was functioning and there were no signs of ingrowth." On (B)(6) 2011, removal with forceps was attempted as usual but the stent deformed "like an accordion" and twisted, and it was impossible to remove. The physician then stopped the removal attempt. A wire could not be passed through the stent so the physician inserted a wire on the side of the stent and dilated with a balloon. The stent then regained most of its original shape, and 4 plastic stents were inserted inside the stent to obtain decubitus. Removal of all 5 stents is planned for 1 month after the original attempt. The study site stated that a "possible explanation for the above described event is that there is an overgrowth not visible on imaging." There were no patient issues after the attempted stent removal procedure. Since (B)(4) 2011, the following information was provided to boston scientific: according to the clinical site; a cholangioscopy was performed on (B)(6) 2011, in attempts to remove the stent, but unfortunately it was not possible to remove the study stent due to proximal ingrowth. Therefore, a non investigational 6 cm fc wallflex was implanted to obtain decubitus. Currently, the patient has 4 plastic stents and 2 metal stents implanted. According to clinical, the site plans to remove the study stent as well as the plastic stents within one month; however, it could not be confirmed if they will be removing the non investigational stent. Since 24january2012, the following information was provided to boston scientific: according to the clinical site; decubitus was obtained by insertion of the fully covered non investigational 6 cm wallflex into the unretrievable wallflex biliary rx fully covered study stent. On (B)(6) 2012, a third attempt to remove the patient's study stent was successful. All six stents (2 plastic and two metal) were successfully removed. A post-removal cholangiogram showed no resolution of the stricture. On (B)(6) 2012, the patient underwent an endoscopic intervention, and a plastic stent was placed for future surgical re-evaluation. There were no associated adverse events with the removal or reintervention procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that only a deployed stent was returned for evaluation. The stent had been cut longitudinally and it was noted that the retrieval loop had detached from the stent. Several holes were present in the stent cover. Additionally, the appearance of "tumor/tissue ingrowth/overgrowth" was present at several areas along the length of the stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and the device was used per the (B)(4) study protocol. The most probable root cause of the reported issues is anticipated procedural complication as stent migration, stent occlusion, wire mesh disruption and stent fracture are all listed as potential complications associated with the use of this device in the (B)(4) study protocol.

Manufacturer narrative:
(B)(4). Study: (B)(4) study clinical trial.

Manufacturer narrative:
(B)(4). Reported issue of stent migrated. Reported issue of stent difficulty removing. Reported issue of stent twisted. The complainant indicated that the device remains implanted and will not be returned for evaluation at this time; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6), 2010, as part of the (B)(4) trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 1991. On (B)(6), 2010 a pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6), 2010, liver function tests were performed and recorded. On (B)(6), 2010 no symptoms were noted on the baseline biliary obstructive symptoms assessment. A sphincterotomy was performed prior to this procedure, but not during procedure, as the stricture had been previously dilated with one plastic stent. The previously placed plastic stent was removed prior to study stent placement. The 10 mm x 400 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient, and was discharged on (B)(6), 2010. According to the complainant, on (B)(6), 2011, the patient underwent a pre-study stent removal cholangiogram which revealed a "proximal stent migration with the distal end of the stent resting right above the sphincterotomy. Stent was functioning and there were no signs of ingrowth". On (B)(6), 2011, removal with forceps was attempted as usual but the stent deformed "like an accordion" and twisted, and it was impossible to remove. The physician then stopped the removal attempt. A wire could not be passed through the stent so the physician inserted a wire on the side of the stent and dilated with a balloon. The stent then regained most of its original shape, and 4 plastic stents were inserted inside the stent to obtain decubitus. Removal of all 5 stents is planned for 1 month after the original attempt. The study site stated that a "possible explanation for the above described event is that there is an overgrowth not visible on imaging." There were no patient issues after the attempted stent removal procedure. Since (B)(4) 2011, the following information was provided to boston scientific: according to the clinical site; a cholangioscopy was performed on (B)(6) 2011, in attempts to remove the stent, but unfortunately it was not possible to remove the study stent due to proximal ingrowth. Therefore, a non investigational 6 cm fc wallflex was implanted to obtain decubitus. Currently, the patient has 4 plastic stents and 2 metal stents implanted. According to clinical, the site plans to remove the study stent as well as the plastic stents within one month; however, it could not be confirmed if they will be removing the non investigational stent. Since (B)(4) 2012, the following information was provided to boston scientific: according to the clinical site; decubitus was obtained by insertion of the fully covered non investigational 6 cm wallflex into the unretrievable wallflex biliary rx fully covered study stent. On (B)(6) 2012, a third attempt to remove the patient's study stent was successful. All six stents (2 plastic and two metal) were successfully removed. A post-removal cholangiogram showed no resolution of the stricture. On (B)(6) 2012, the patient underwent an endoscopic intervention, and a plastic stent was placed for future surgical re-evaluation. There were no associated adverse events with the removal or reintervention procedure.

Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review identified that this device was not used per the directions for use (dfu) / product label. However, the device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Stent migration and stent occlusion are listed as potential complications associated with metal stent placement and wire mesh disruption is listed as a potential complication associated with stent removal in the boston scientific wallflex biliary fc benign stricture study protocol. Based on the evaluation conducted and the details of the complaint, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6), 2010, as part of the (B)(4) wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 1991. On (B)(6), 2010 a pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6), 2010, liver function tests were performed and recorded. On (B)(6), 2010 no symptoms were noted on the baseline biliary obstructive symptoms assessment. A sphincterotomy was performed prior to this procedure, but not during procedure, as the stricture had been previously dilated with one plastic stent. The previously placed plastic stent was removed prior to study stent placement. The 10 mm x 400 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient, and was discharged on (B)(6), 2010. According to the complainant, on (B)(6), 2011, the patient underwent a pre-study stent removal cholangiogram which revealed a "proximal stent migration with the distal end of the stent resting right above the sphincterotomy. Stent was functioning and there were no signs of ingrowth". On (B)(6), 2011, removal with forceps was attempted as usual but the stent deformed "like an accordion" and twisted, and it was impossible to remove. The physician then stopped the removal attempt. A wire could not be passed through the stent so the physician inserted a wire on the side of the stent and dilated with a balloon. The stent then regained most of its original shape, and 4 plastic stents were inserted inside the stent to obtain decubitus. Removal of all 5 stents is planned for 1 month after the original attempt. The study site stated that a "possible explanation for the above described event is that there is an overgrowth not visible on imaging." There were no patient issues after the attempted stent removal procedure. Since (B)(6) 2011, the following information was provided to boston scientific. According to the clinical site; a cholangioscopy was performed on (B)(6) 2011, in attempts to remove the stent, but unfortunately it was not possible to remove the study stent due to proximal ingrowth. Therefore, a non investigational 6 cm fc wallflex was implanted to obtain decubitus. Currently, the patient has 4 plastic stents and 2 metal stents implanted. According to clinical, the site plans to remove the study stent as well as the plastic stents within one month; however, it could not be confirmed if they will be removing the non investigational stent.